Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 07/31/2015. The fse found that the diluent filters were clogged and were causing the red blood cell (rbc) bath to overflow. The fse cleared the clog, which repaired the leak. The repairs were verified by established. (B)(6).

Event description:
The customer reported a leak from the bath of the coulter act diff 2 analyzer when running samples. The volume of the leak was about 20 cc and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.